Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. All operating currents are within the specification, no unexpected low battery, battery out of limit, or off no power alarm noted. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after she changed the battery. The customer was unable to clear the alarm because the keypad was unresponsive. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.